Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 8 of 12 mdrs filed for the same patient (reference 1825034-2016-04329-337 and -04339-41).

Event description:
Patient underwent a right shoulder procedure on an unknown date for unknown reasons.